Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy ii drug eluting stent was advanced for treatment. However, during procedure, the stent was damaged. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.:synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the 8th to 10th distal stent strut rows, stent struts were misaligned and lifted from their crimped stent position. The undamaged section crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during manipulation of the device to cross through anatomical and/or lesion challenges. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred a 4.00 x 38mm synergy ii drug eluting stent was advanced for treatment. However, during procedure, the stent was damaged. The procedure was completed with another of same device. There were no patient complications reported.